Event description:
It was reported that during screw insertion, the threads of the inner shaft had broken off into the screw. No delay to surgery or adverse patient consequences were reported as a result.

Manufacturer narrative:
A device evaluation could not be completed as the sample was not sent returned for evaluation. Device history record (DHR) reviews could not be conducted as the device lot numbers are unknown. A 12 month review of the complaint trend analysis for the eagle/swift screw removal shaft found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. However it was reported that the removal shaft was being used to put a screw in. No corrective action is required as we are unable to confirm the reported issue or identify the root cause and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.